Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a replacement procedure for the implantable pulse generator (ipg), the right ventricular (rv) lead exhibited pacing failure when connected to the new ipg. A fracture was also noted. The lead was capped and will be replaced in the future. No patient complications have been reported as a result of this event.